Manufacturer narrative:
Voluntary medwatch form received: mw5145763.

Event description:
It was reported that low sensing and no capture was observed on the atrial lead. No adverse patient effects were reported.